Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, incorrect measurements and radiofrequency (rf) telemetry lockout were observed. The pacemaker was also sensing atrial noise. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the atrial noise was oversensed by the device.

Manufacturer narrative:
The reported event of device interrogation was slower than anticipated and suspected to be in 8k telemetry were confirmed. The provided session records were reviewed by abbott engineering, and it was confirmed that the device entered rf telemetry lockout. The device entered rf telemetry lockout due to consecutive unsuccessful battery measurement readings. Additionally, further investigation was performed to confirm why there was unsuccessful battery measurement readings, and the root cause could not be identified.